Event description:
The patient underwent osseointegration surgery on the (B)(6) 2023 where a custom stem was implanted. On the (B)(6) 2023 it was reported to the device manufacturer that the patient's custom implant had become loose and had "fallen out". The patient was admitted to hospital for a debridement procedure and insertion of an antibiotic nail. The surgeon advised that the implant was too short for its weight, and as such did not achieve sufficient scratch fit strength. It was noted that the patient may have additionally pulled it with dressing efforts and hygiene care but not intentionally or maliciously. The surgeon also noted that there was no particular harm to the patient as a result of this event, and another attempt to implant a different custom osseointegration stem will be made in the future.